Event description:
The user facility reported that during a patient procedure a physician leaned against the surgical table and it moved across the operating room floor. The surgical table floor locks were re-engaged via the hand control and the procedure was completed successfully. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A service representative from our (B)(4) distributor inspected the table and was unable to replicate the problem of table movement while the floor locks were engaged. As a precaution, a new floor lock manifold assembly was installed on the table and the floor locks were observed to satisfactorily engage. The original floor lock manifold assembly is being returned from (B)(4) for evaluation. A follow-up report will be submitted once additional information becomes available. This event is considered isolated; no other similar complaints have been made based on a search of complaint records.

Manufacturer narrative:
Steris engineering evaluated the returned manifold and found it to be operating properly; the event could not be duplicated. No additional events have been reported involving this table. Steris offered to conduct in-service training for hospital staff regarding the proper use and operation of the table however the user facility declined.